Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram showed complete heart block with the patient dependent on the temporary pacing support being provided. A permanent pacemaker was implanted the same day. No subsequent adverse patient effects due to the valve implant were reported. Eight days post-implant of this valve, the patient passed away due to a cardiac arrest that resulted from a malfunction of the pacemaker. It was reported that an echocardiogram showed the valve was functioning normally with a trace paravalvular leak prior to the patient¿s death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.